Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor insertion site and date are not available. The patient¿s mother stated that the patient has had many severe allergic skin reactions to the sensor adhesive. The number of reactions and incident dates were not provided. Patient is currently seeing a contact dermatologist to determine if they can continue use of the dexcom system. No additional event or patient information is available.